Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a (B)(6) female patient who had essure (batch no. A34128/a66675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (d&c). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2013, (B)(6) 2013. Were you advised of any complications or problems that occurred at the time of your essure placement. Procedure? Yes. Date: (B)(6) 2013. Information received: doctor had to do procedure twice due to defective implant. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: confirmation test-not specified results of essure confirmation -test bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-sep-2019: reporters and patient demographics, medical history were added. Added lot number. Added events abnormal bleeding (vaginal), lower abdominal pain. Updated onset dates of events. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 30-year-old female patient who had essure (batch no. A34128/a66675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (d&c). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2013, (B)(6) 2013 were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes. Date: (B)(6) 2013. Information received: doctor had to do procedure twice due to defective implant. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: confirmation test-not specified results of essure confirmation -test bilateral occlusion. Lot number: a34128 manufacture date: 2012-08 expiration date: 2015-08. Lot number: a66675 manufacture date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.